Event description:
The reporter stated that she got a "hi" and then an er1 message. Two bg tests were done while on the phone with results of 110 and 113 mg/dl. Reporter gave meter memory as of 11/4/1998: 113, 110 er1, er5, hi, hi, 150, 217, 212 and 106. No info was provided on whether or not she compared the confirmation dot to the color chart when she had tested. No harm was allleged.